Event description:
The bact 3d instrument is used with blood culture bottles to detect microbial growth. The complaint was regarding a customer suspecting possible galse negatives when using bact/alert pf bottles. Further analysis of 37 bottles indicated 3 possible positive results at the end of the recommended incubation period for the samples. The results were however, considered to be inconclusive. The two patients involved had a history of reporting consistently negative blood cultures. Treatment on the two pts was based on the initial negative results and neither pt received antifungal treatment. No adverse events have been reported since this time.